Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg only. No device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the site was tender to touch. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the site was tender to touch. The patient will undergo an explant procedure.